Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after abdominal endoprosthesis procedure. Reportedly, a failure of the proglide device occurred. A prostar xl device was used to achieve hemostasis. Although the physician's name was provided, it is unknown if they are trained in the use of the proglide device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status was changed from returning to not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is reportedly trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.